Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring greater than 120 ohms. Technical services (ts) reviewed and stated that shock impedances were high but below the currently programmed maximum limit of 150 ohms and there was no gradual increase. The average measurements over the past 28 days were greater than 90 ohms and less than 150 ohms. Ts recommended to continue with routine follow-up. This device remains in service. No adverse patient effects were reported.